Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump's display was cracked due to a fall. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.